Manufacturer narrative:
B5- per update received on 09-mar-2022 "monitoring is still going on. No replacement will be planned. Patient is happy." Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -5.0/+4.0/90 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2021. The patient experienced excessive vaulting. The cause of the event was reported as unknown. Lens remains implanted.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).